Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed an episode of post-paced t-wave oversensing on the ventricular lead. There was no inappropriate delivery of therapy resulting from the oversensing. Programming changes were discussed but were not made. There were no patient symptoms or consequences.